Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture along with high capture thresholds and stimulation after implant. The decision was made to revise the lv lead, thresholds and stimulation were tested in all vectors, and no acceptable vectors were noted. The lv lead was found to be dislodged, then the lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. Blood and body fluids were noted in the lumen. The setscrew marks were in the correct location on the terminal pin. Visual inspection showed the lead tip and tines appear intact and undamaged. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture along with high capture thresholds and stimulation after implant. The decision was made to revise the lv lead, thresholds and stimulation were tested in all vectors, and no acceptable vectors were noted. The lv lead was found to be dislodged, then the lv lead was explanted and replaced. No additional adverse patient effects were reported.